Event description:
It was reported that during a ptca/stent procedure of a heavily calcified rca, the stent delivery system (sds) was removed after it would not cross the lesion. After further pre-dilation, contrast injection resulted in air being delivered into the rca, resulting in no blood reflow. The pt's blood pressure dropped, and the stent was deployed to assist in establishing blood flow. After sds balloon lost pressure at 16 atm, the sds was removed without difficulty. Pt went into cardiogenic shock, and resuscitative measures were initiated. Pt underwent emergent cardiac surgery and died the next day. Multiple cardiologists decisively determined that the adverse event was directly attributed to the air embolus.